Event description:
An endurant ii stent graft system was implanted for the treatment of an 50 mm in diameter abdominal aortic aneurysm. The aortic neck was 26mm proximally and 25mm distally over 16mm long. There was posterior to anterior neck angulation. It was reported that upon final angiogram a proximal type I endoleak was noted. The physician modelled the stent graft with a balloon however the endoleak persisted. An endurant 32x32x49 cuff was placed from the left side. The aortic cuff gained about 2-3mm of wall along the left side of the neck. Upon ballooning and repeat angiogram the endoleak was resolved. The physician did not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Film review analysis: review of pre-implant cta's and 3d film report confirmed that the patient had a 5cm max diameter aaa which contained thrombus. The proximal neck flow lumen diameter just below the renals was 25mm. Approximately 3cm below the renals the neck (proximal aneurysm) dilated to 4cm. The neck was mildly angulated (a-p), and contained areas of calcification. The distal aortic diameter was calcified and measured 2cm x 3cm, and both iliacs were minimally tortuous and calcified. The cause of the proximal type I endoleak seen at implant could not be determined. Films during and post-implant were not available for review, and the stent graft in-vivo configuration and reported endoleak could not be assessed. The 2-3 mm proximal seal gain seen along the left side of the proximal neck after implanting the aortic cuff appears to have provided sufficient proximal sealing.